Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer's mother reported that the insulin pump was not responding to input and the words alarm clock were written on the display. Caller also reported that the insulin pump's keypad was unresponsive. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 90 mg/dl at the time of the call. No further information was provided.